Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional fractured during surgery.

Manufacturer narrative:
A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tasps confirms fracture fractured on the medial side of the post, all pieces returned. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. It was concluded that the tasp left zimmer biomet conforming because it had a potential service life of 2 plus years before it broke. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.